Event description:
The facility reports while the client was lying on the shower trolley, the stretcher suddenly canted, and the client fell to the floor. The client sustained a small bruise to the shoulder.

Manufacturer narrative:
An arjo investigator has examined the device and found it in good condition for its age (13years). The three fixing screws, normally at the position of the stretcher hinge point, were missing. This allows the stretcher to move freely, as was the case in this event. Two of the applicable fixing points no longer had a good trip. Two things occurred: the metal bracket, which is glued to the stretcher, had came loose. Three screws have come loose. Both of these items were not noted as of the last date of service (june 12, 2006). The operating and product care instructions state the trolley should be checked weekly for damages by the user. The problems should have been noted during the weekly checks. Therefore, the manufacturer concludes the event occurred as a result of poor maintenance. The manufacturer recommends appropriate personnel be retrained in accordance with the operating instructions, specifically the elements pertaining to the regular care and maintenance of the equipment. All damaged and worn parts have to be replaced.